Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals and pacing inhibition presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals and pacing inhibition presented with oversensing measurements. It is suspected of the cause to be a lead fracture; however, it was not confirmed. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.